Event description:
Vela vent began alarming while on pt. Therapist entered room to find ventilator screen black and vent shut off. Biomed found blown f402 pico fuse. Fuse replaced and no issues thus far.